Manufacturer narrative:
Medtronic received information that the device was explanted and replaced with a 20 mm pulmonary valved conduit due to high gradients and a residual ventricular septal defect. Following the replacement procedure, the patient returned from the operating room in kidney failure. Additional information was received that 31 days following implant the patient died. The cause of death was not received. There was no allegation against the valve or its function nor was there any allegation that the valve contributed to the patient¿s death. It is unknown if an autopsy was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 10 days post implant of this pulmonary valved conduit, the device was replaced due to unknown reasons. No additional adverse patient effects were reported.